Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient needed a clamshell repair on the patient's percutaneous lead; however, the patient did not present to the clinic during the scheduled times. The vad coordinator later reported that when the patient wiggled the percutaneous lead by the metal connector, he noted on the display module that the pump speed dropped. The patient had visible damage to the percutaneous lead as it had begun to widen at the metal connection, the plastic coating was peeling back, and the wires were exposed. The patient experienced low speed alarms throughout the day. The patient's event history revealed that the pump was stopping, with speed at 0. The patient stated that he did receive a red heart alarm around that time. The patient's driveline was splinted. The patient had been asymptomatic during these events, but then reported being "tired". The percutaneous lead was examined by the manufacturer's technical service representative and a wire fracture was found. The technical service representative replaced the distal end of the percutaneous lead. The patient remains ongoing with no further issues reported.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.